Event description:
Per the clinic, the device was explanted due to a skin flap infection. The device was explanted on (B)(6) 2010. The patient was implanted on (B)(6) 2011 with a new device in the contralateral ear.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).